Event description:
Canadian customer called with a concern about what he was seeing on the display of his contour meter. While troubleshooting, it was discovered that segments were missing. No adverse event was alleged. The meter was replaced and customer was advised to return his meter for evaluation.